Event description:
It was reported that the patient experienced hypoglycemia that was addressed through the intake of carbs on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway. Name: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.